Event description:
Customer reported that the fiber/fiber card expired due to inactivity at 30,000 joules during a prostate procedure. The case was completed using a new fiber. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report of fiber expiration due to inactivity, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber card was confirmed to be expired due to reaching the soft joule limit. Additionally, the fiber's metal cap was found to be detached; the metal cap was not returned by the customer and the glass cap was found to show devitrification. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the patient. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, a detached fiber cap would also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact of tissue probing may cause fiber damage or breakage. (B)(4).